Manufacturer narrative:
(B)(4). The results of the investigation concluded the anchor and 0.2¿ of the suture had been deployed; the distal end of the collagen protruded from the sheath distal tip and was stained and swollen, consistent with bls exposure. The image returned by the customer confirmed the reported condition of the anchor and the suture. Functional testing of the partially deployed device revealed no functional anomalies. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported event remains unknown. The angio-seal device instruction for use (IFU) precaution that the angio-seal device is contraindicated in patients with arteriotomies in which sheaths or devices larger than those indicated on the device packaging labeling have been used. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal device IFU also states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.

Event description:
A 6f angio-seal sts plus was selected for use following pci. A pre-deployment angiogram revealed a right common femoral artery (rt-cfa) with mild calcification but no stenosis or tortuosity around the puncture site. A 7f sheath was used during pci. During the deployment, the angio-seal insertion sheath/device assembly got stuck and could not be pulled out of the patient. Surgical cut down was performed to remove the entire angio-seal from the patient. After withdrawal of the as device, both the anchor and the suture protruded from the carrier tube tip and the collagen sponge appeared swollen.